Event description:
Device 2 of 3. Reference MFR. Reports #: 1627487-2013-11589, 1627487-2013-11591. It was reported the pt was experiencing overstimulation in certain positions. The physician noted seeing fluid in the header of the ipg. As a result, the pt's ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.